Event description:
The physician attempted arteriotomy closure with the closer s 6 fr. Device after a diagnostic procedure. After the foot was deployed and the plunger advanced, the physician reported "hearing a crack." The physician withdrew the needle plunger. It was noted that there was no suture attached to either needle. The lever was closed and the foot was parked to withdraw the device. It was noted that the suture was attached to the anterior footplate as expected, but the suture was not attached to the posterior footplate. It was reported that there was no resistance met during the procedure. The physician reported "there was no resistance felt, the procedure went as usual". The device was removed and another hemostasis device was inserted for successful closure. Upon inspection of the device, it was noted the posterior footplate "had cracked and fallen off, most likely into the patient's vascular system". Fluoroscopy was not performed to locate the piece as the patient would have needed to be re-stuck. The patient was reported to be "okay post procedure and had no changes in distal pulses." The patient was discharged home and instructed to contact the physician if any acute changes occur. The patient is returning for a coronary intervention and at that time a femoral angiogram will be performed to see if the piece can be located. There have been no reports of any adverse patient sequelae.